Event description:
A surgeon reports a patient with 'pronounced' negative dysphotopsia following intraocular lens (iol) implant surgery. The mid to peripheral vision is affected. Additional information has been requested.

Manufacturer narrative:
Evaluation summary - the product has not been returned for evaluation. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.